Manufacturer narrative:
H3 evaluation summary: one sample returned for evaluation in a sample bag without its original unit pack. The device assemblies and 2 x 10fr suctions have also been returned without their original unit packs. Visual examination of the returned unit shows the shape of the tubing has been altered due to the way it was placed in the sample bag. The returned sample was inflated and inflated without any issue noted. The returned sample was leak tested under water and no leakage was detected. Air was passed through the main body of the tubing and no leakage detected. The sample remained inflated for four hours and no defect noted. The sample was inflated/deflated three times and no issue noted. The reported defect could not be detected on the unit returned for evaluation. The most probable root cause of this defect is an inflation device remained in the inflation valve permitting the cuff to deflate. All of our products undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are removed from the lot. We would like to draw your attention to our instructions for use(IFU) where it states the following¿ syringes, three-way stopcocks or other luer tip devices should not be left inserted in the inflation valves for extended periods of time.¿ information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a tube leakage. The customer indicated that there was no injury associated with this event.